Manufacturer narrative:
Analysis found a cracked telemetry substrate as the cause for high current and premature battery depletion. No other anomaly was found and device met all other test specifications.

Event description:
It was reported that premature battery depletion was found. Device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.